Manufacturer narrative:
(B)(4) . The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio/vibrate anomaly/absence of alarm .the customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting but issue did not resolve. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly and watchdog timeout alarm noted. Device received with corroded battery tube noted.